Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that the controller receives the red heart alarm when powered up. The pt tried different power sources and was unable to clear the alarm so they were switched to back up system controller. Following the switch to the back up system controller. Following the switch to the back up system controller, there were no additional alarms reported.

Manufacturer narrative:
The pt is currently ongoing on lvad support with the back-up system controller. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.